Event description:
It was reported that the catheter was received damaged. Inside the bubble wrap, the plastic on the tip was broken and opened up. There was no patient complications.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The outer box was also received and examined prior to decontamination, and it was found crushed. The evaluation included visually examine, and note any observed abnormalities such as damaged, incorrect or missing components. The catheter was received in a broken shipping tube. The gray tube is broken at the bond site, between the clear adaptor and the gray tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was removed from the tube, it was found to be in good condition. The catheter tube was removed from the outer box and placed next to the outer box, it was found that when the catheter tube is placed to one end of the outer box, the break area lined-up with the damage on the outer box. Note the customer states the shipping was in good condition. The complaint was confirmed; however, there are no indications that this is related to the manufacturing process. Review of the available information suggests that shipping and handling factors may have contributed to the event. No actions will be taken at this time. A device history record review was completed and documented that the device met specifications upon distribution.